Manufacturer narrative:
Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that a lynx system was used during an unknown procedure on (B)(6), 2006. According to the complainant, the patient underwent a cystoscopy and panendoscopy. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a lynx system was used during an unknown procedure on (B) (6) 2006. According to the complainant, the patient underwent a cystoscopy and panendoscopy. Several attempts at follow up have been unsuccessful.